Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed the logs and confirmed the 319 faults pointing to the acs and acc boards of the universal surgical manipulator (usm) 1. Fse replaced the usm 1 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gynecologic surgical procedure, an error 26002 occurred. The technical service engineer (tse) guided the customer to press the emergency stop button and power cycle the system. The customer proceeded to power cycle the system but an error 319 occurred on the universal surgical manipulator (usm) 1. The tse guided the customer to power down the system and reseat the fiber cables on the vision side cart (vsc) core, however, the issue persisted. The customer stated that the instrument on the usm 2 was catching tissue. The tse guided the customer to use the instrument release kit (irk) to release the tissue. The customer disabled usm 1 and was continuing with the procedure using 3 arms. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to a laparoscopic surgery. The customer was using a fenestrated bipolar forceps to grasp the tissue when the issue occurred. The tissue was released using an irk with no damage to the surrounding tissue. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure (error 319) was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode where it failed with error code 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test.